Event description:
It was reported that during the embolization procedure, resistance was encountered while advancing the coil out of the microcatheter and the coil unintentionally detached in the microcatheter during retraction. The catheter with coil were removed from the patient and procedure competed using another coil. The patient was fine.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.